Event description:
The customer stated that he tested his blood glucose one morning and received a reading of 67 mg/dl using his breeze meter. He said that he experienced a hypoglycemic reaction after testing and was rushed to the hospital. Paramedics received a reading of 31 mg/dl using their meter. The customer was treated with IV glucose. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.